Manufacturer narrative:
Date sent to FDA: 10/11/96. H2- johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.

Event description:
After the device had been indwelling for 7 days in the left antecubital area a red streak developed to the axilla. The catheter was removed, infusions stopped and an oral antibiotic given. Two days later the arm was worse and pt was admitted to the hospital with a diagnosis of "phlebitis/cellulitis left upper arm". The pt was treated with intravenous medication and released home in a few days.